Event description:
Alleged, the bed will not go up or down.

Manufacturer narrative:
The technician found the head section would go up by itself due to a short in the pendant cable that was kinked. The technician replaced the pendant to repair the bed.